Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor safety circuit failed test and other error. The customer's blood glucose value was unknown. Customer reported they were unable to clear the alarm. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 40 alarm and critical pump error (open book image) alarm during testing due to software error. Unable to verify pump error 24 alarm due to critical pump error (open book image) alarm.